Event description:
It was reported that during the treatment of an aneurysm, the coil prematurely detached from the delivery pusher. The coil was partially deployed within the aneurysm and the microcatheter. A lasso was navigated over the microcatheter to capture and retrieve the coil. The coil was retrieved successfully. No harm was reported. Patient information - patient identifier. Age, sex and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The delivery pusher was not included for evaluation. The implant was engaged within the returned microcatheter protruding out the distal end. The implant was removed from the microcatheter and found to be within normal specification. No abnormalities or malformations were identified with the coil. The microcatheter did not have any visible kinks or crushed segments and appeared normal . However, the proximal segment that was stated to be cut and removed was not returned for evaluation. Blood residual was present inside of the microcatheter. The root cause of this complaint cannot be determined as the entire device was not available for evaluation. The device history records were reviewed. No abnormal discrepancies or non-conformances were observed. This device lot is not associated with any other incidents requiring intervention or harm.